Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had been hospitalized due to infection of polysorb closure but the vicryl closure healed without event. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient.